Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient had improperly disconnected during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in set) alarm on the homechoice (hc) while connected during dwell. During troubleshooting, it was noted that the patient had not pressed stopped prior to disconnecting themselves from the patient line during therapy and then reconnected to the setup. It was unknown how the patient completed therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.